Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -18.0/1.5/034 (sphere/cylinder/axis) implantable collamer lens was implanted and removed intraoperatively on (B)(6) 2023. The reporter states that the lens tore during implantation and got stuck in plunger. It was reported that there was no patient injury. On (B)(6) 2023 a replacement lens was implanted, and the problem resolved.